Event description:
Physician reported "rupture of the device and silicoma axilar birads2". Physician also reported "multiples sensibility asia syndrome ; parkinson illness" - these events are not device related. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, g1.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified, weight to the spec, deformation, and voids. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device. No issues found related with the manufacturing process.

Event description:
Physician reported "rupture of the device and silicoma axilar birads2". Physician also reported "multiples sensibility asia syndrome ; parkinson illness" - these events are not device related. This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of the device and silicoma axilar birads2". "Multiples sensibility asia syndrome; parkinson illness".

Event description:
Physician reported "rupture of the device and silicoma axilar birads2". Physician also reported "multiples sensibility asia syndrome ; parkinson illness" - these events are not device related. This relates to the left device. Device has been explanted.